Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's spectra penile prosthesis was replaced due to left corporal erosion. No further patient complications reported in relation to this event.